Event description:
Implant fracture.

Event description:
Implant fracture.

Manufacturer narrative:
Implant region 13 fractured. Construction was an implant retained dental bridge. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded no product specific problem with the implant.